Event description:
During follow-up, noise and high threshold values were observed on the atrial and left ventricular (lv) leads. Clavicle crush damage was suspected. During the replacement procedure, the lv could not be unscrewed from the device so the lv lead was cut and capped and the device was explanted. The atrial lead was also capped. The device and leads were replaced and the event resolved with no adverse consequences to the patient. Related manufacturer reference numbers: 2017865-2018-00378, 2017865-2018-00376.

Manufacturer narrative:
During device analysis, the wrench could not engage the ventricular setscrew to untighten it due to calcified blood filling the setscrew inset. The calcified blood was limiting wrench insertion and preventing the wrench from engaging the setscrew inset walls which is necessary to untighten the setscrew. The calcified blood was removed from the setscrew inset. A wrench could then be inserted into the inset and the setscrew untightened. The lead could now be removed from the device. The blood most likely came through damage to the septum in the form of a hole punched through it. The device was found to have normal electrical device characteristics. All testing found the device normal with no noise being generated from the device. The device was normal above eri. The reported complaint of the rv lead cannot be screwed out of the device was confirmed.

Event description:
During follow-up, noise and high threshold values were observed on the atrial and ventricular leads. Clavicle crush damage was suspected. During the replacement procedure, the ventricular could not be unscrewed from the device so the lead was cut and capped and the device was explanted. The atrial lead was also capped. The device and leads were replaced and the event resolved with no adverse consequences to the patient.